Event description:
It was reported that the pt's neurostimulator was "flopping around" and that her lead "keeps breaking". It was indicated that the pt wanted to "cut the implant out" herself. Unable to f/u with the contact info provided hence no further was obtained.

Manufacturer narrative:
Lead model # 388928 lot # 0202863726 implanted unknown explanted 2010-(B)(6); extension model # 3095-10 (B)(4) implanted 2004-(B)(6) explanted 2010-(B)(6); lead model # 3889 lot # b0277022k implanted 2004-(B)(6) explanted unknown; accessory model # 35500947 lot # b0258316k implanted 2004-(B)(6) explanted unknown; extension model # 3095-10 lot # nah044876v implanted 2010-(B)(6) explanted 2010-(B)(6); extension model # 3095-10 lot # nah046982v implanted 2010-(B)(6) explanted unknown; lead model # 388928 lot # 0203999178 implanted 2010-(B)(6) explanted unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that this was a patient reported issue related to diathermy and lack of information from her physicians. The patient was not happy that after 7 years of having an implant, she was just now receiving a patient booklet in which she was finding contraindications to her current situation. The device history record noted extension replacements x 2 and a lead replacement; reasons for revisions unspecified.

Manufacturer narrative:
Lead model # unknown lot # unknown implanted unknown explanted unknown; lead model # unknown lot # unknown implanted unknown explanted unknown. Additional information determined that the correct manufacturing site for this event is site # 9614453.